Event description:
Implant card was received reporting the full revision for the patient. The suspect lead was also received for analysis. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received reporting high impedance and an increase in seizures for the patient. The physician suspected the leads may be fractured and the recent increase in seizures. Was due to a loss in therapy the vns was also disabled due to the suspected lead fracture. The battery was also noted to be low and the patient was referred for a replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed for the returned lead.